Event description:
It was reported that on literature review "managing airway emergencies on the ward: lessons learned from rapid rhino pack herniation", 1 patient had severe airway distress after a rapid rhino device was used for a bilateral epistaxis. Emergency examination revealed a clot-like mass in the oropharynx. It was stabilized with tilly¿s forceps trans orally and identified as a herniated, inflated rapid rhino pack. Deflation and removal of the pack nasally normalised breathing. A retrospective review of the patient¿s CT scan revealed lateralised inferior turbinates. Patient outcome is unknown. No further information is available.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). Article: wong, a., davies, j., & al-ashqar, r. E. (2025). Managing airway emergencies on the ward: lessons learned from rapid rhino pack herniation. Advances in oral and maxillofacial surgery, 100547. H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.